Event description:
It was reported that, noise resulting in oversensing and increased pacing impedance were observed on the right ventricular (rv) lead. Rv lead fracture was suspected but this was not confirmed. No intervention has been performed. The patient was stable.